Manufacturer narrative:
Concomitant medical product: 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds that were above the programmed output. The lv lead was reprogrammed to a different pacing vector. The lv lead remains in use. No patient complications have been reported as a result of this event.